Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the distal end of the benchmark became kinked. Although there was no report of an adverse effect on the patient, multiple attempts have been made to gather additional information. As of 31-aug-2017, no additional information is available.